Manufacturer narrative:
(B)(4). Jaw/cam disengaged. Eval summary: the analysis results found that the el5ml device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws-cam interface condition. However, no jamming issues were noted during analysis. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the device jammed. There was no pt consequence.